Event description:
It was reported that the right ventricular lead had increasing and high impedance which triggered an alert. It was also noted that the lead was suspected to be fractured per x-ray. The lead was capped and replaced; however, the high impedance continued when the new lead was connected to the existing device. The device and lead were disconnected and connected multiple times but the impedance remained high. The device was explanted and replaced, and normal impedance was obtained. The new lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data was received and analyzed. High resistance/impedance was noted as the weekly pace impedance trend data shows a gradual increase from minimum and maximum ventricular pace impedance from 848 to 1584 ohms peak between (B)(6) 2012 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular lead had increasing and high impedance which triggered an alert. It was also noted that the lead was suspected to be fractured per x-ray. The lead was capped and replaced; however, the high impedance continued when the new lead was connected to the existing device. The device and lead were disconnected and connected multiple times but the impedance remained high. The device was explanted and replaced, and normal impedance was obtained. The new lead and device remain in use. No patient complications have been reported as a result of this event.